Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The pre-operative diagnosis and indication for initial surgery was carotid endarterectomy. It was reported that it may have been a suture breakage. Conclusion - representative samples were returned for evaluation. Upon visual inspection, the evaluator did not find any defective needles.

Event description:
It was reported that a patient underwent a left femoral bypass on (B)(6) 2014 and suture was used. During the procedure, the needle broke. The patient was x-rayed but the needle could not be located and was not retrieved. The case was finished and the patient was closed. Additional information has been requested.

Manufacturer narrative:
Conclusion - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.